Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used at the second firing during a laparoscopic low anterior resection of the rectum. The first firing was performed without problem. At the second firing, the jaws approached to the tissue and closed, the doctor pressed the green button and checked that the green button flashed. When he/she attempted to fire, the device could not fire. The jaws were closed again and the doctor confirmed that the green button did not illuminate. The safety could not be released and the cartridge part was displayed as zero, so the cartridge was replaced with a new one and it could be used without problem. The surgical time was extended by less than 30 min.

Event description:
According to the reporter, the device was used at the second firing during a laparoscopic low anterior resection of rectum. The first firing was performed without problem. At the second firing, the jaws approached to the tissue and closed, the doctor pressed the green button and checked that the green button flashed. When he/she attempted to fire, the device could not fire. The jaws were closed again and the doctor confirmed that the green button did not illuminate. The safety could not be released and the cartridge part was displayed as zero, so the cartridge was replaced with a new one and it could be used without problem. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.